Event description:
The event is reported as: "complaint alleges that alarm does not function. Alleged defect was discovered during treatment to a patient on mechanical ventilation." No patient injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.